Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, and occlusion tests due to pump error 38. In addition to this, there are signs of previous moisture presence and corrosion around some components located at the top of the rear side of electrical board. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. There¿s also another crack in the battery threads which starts at the left belt clip rail and runs horizontally across the side of the unit to the front.